Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/05/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad cover was torn at the contrast and ok button contacts. The down and ok button contacts were intermittently responsive to user presses and the up button and contrast buttons were unresponsive during investigation. The investigation was unable to perform a step due to an inability to navigate past the verify screen due to keypad issues. The keypad cover was removed and it was observed that the contrast contact was missing and there was evidence of moisture under down, ok and up contacts buttons. The pump was opened to inspect the keypad flex and the keypad flex was found to be fully seated in the connector with the latch closed. There was no evidence of moisture found internally. Unrelated to the initial complaint, it was observed that the battery compartment had two cracks. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow keypad button was under responsive to user presses and the keypad was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.